Manufacturer narrative:
The insulin pump was received with cracked case and battery tube threads. The pump was received with torn keypad overlay, missing display window, lcd board and mother board. The pump was received with end cap broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 8 mmol/l. The customer stated that the pump was completely damaged beyond use. The mother stated that her son was walking on the bridge and he fell and landed right on the pump. The customer does not wear anything but the pump was loose in his pocket. The customer will be sent a replacement pump.